Manufacturer narrative:
It was reported that the ventilator failed safety valve test and flow transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The o2 gas module was replaced and sent back for investigation. Moreover, another power hardware error could also be seen but resolved by user with battery either replaced or re inserted. The error has not been reported after that. The returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for 24 hours. It passed another pre-use check after ventilation. The reported issue could not be reproduced. Therefore, no root cause can be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed safety valve test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).